Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc92 no longer applies and instead 11 applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study and a manufacturer representative reported on 2018-jan-16 that the pump had a motor stall recently and had been shutting off and turning back on repeatedly over the last week. The patient felt the pump had been partially relieving their pain at current dose. On 2018 (B)(6) an email from hcp following interrogation of the pump, it was noted that the patient had multiple motor stalls this week. The pump was explanted/replaced on 2018 (B)(6). The event resolved without sequelae on 2018 (B)(6). The pump logs showed the dose for bupivacaine was 5.266mg/day and the dose for morphine was 2.4753. Pump logs indicated that a motor stall occurred on 2018 (B)(6) at 06:58 and a motor stall recovery was noted on 2018 (B)(6) at 17:09, a motor stall occurred on 2018 (B)(6) at 15:09 and a motor stall recovery was noted on 2018 (B)(6) at 22:12, a motor stall occurred on 2018 (B)(6) at 10:20 and a motor stall recovery was noted on 2018 (B)(6) at 18:47, a motor stall occurred on 2018 (B)(6) at 13:47 and a motor stall recovery was noted on 2018 (B)(6) at 15:14, a motor stall occurred on 2018 (B)(6) at 11:46 and a motor stall recovery was noted on 2018 (B)(6) at 20:09, a motor stall occurred on 2018 (B)(6) at 11:45 and a motor stall recovery was noted on 2018 (B)(6) at 18:32, a motor stall occurred on 2018 (B)(6) at 00:28 and a motor stall recovery was noted on 2018 (B)(6) at 18:22, a motor stall occurred on 2018 (B)(6) at 22:29 and a motor stall recovery was noted on 2018 (B)(6) at 03:36, and a motor stall occurred on 2018 (B)(6) at 06:34 with no recovery noted. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the multiple motor stalls was not determined. The patient's baseline weight was (B)(6)lbs. No further complications were reported/anticipated.

Event description:
Information was initially received from a consumer and later received from a healthcare professional via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 1053 mcg/day), bupivacaine (10 mg/ml at 5.265 mg/day), and morphine (4.7 mg/ml at 2.47 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and spinal pain. On (B)(6) 2018 the patient¿s friend/family member reported that the patient was hearing a dual-toned alarm coming from the pump which began about a week ago. The patient was not due for a refill until (B)(6) 2018; he was not feeling differently; and he was not exposed to emi (electromagnetic interference). Additional information was received on 16-jan-2018 from a healthcare professional via a company representative who reported that a motor stall was seen at initial interrogation. The pump logs indicated multiple motor stalls and recoveries since (B)(6) 2018. The patient had not recently had an MRI. The patient had no symptoms. The pump was replaced today. No further complications were reported/anticipated.